Event description:
A user facility reported a saline bag filled during recirculation mode. A patient was connected to the machine at the time of the discovery of the incident. The patient treatment was discontinued and was re-setup with new supplies on another machine to continue treatment. The patient did not experience any blood loss. The patient was in stable condition with no adverse events or medical intervention required. No patient information provided. Involvement. The reporter stated he checked the drain line for occlusions additional attempts to contact the customer have been made with no additional information provided as to how the machine was fixed.

Manufacturer narrative:
Investigation findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.